Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced discomfort at the ipg site after undergoing weight loss. As a result, patient underwent surgical intervention, wherein the ipg pocket was relocated and the ipg was explanted and replaced. The discomfort resolved postoperatively.